Manufacturer narrative:
(B)(4). Neither the complaint device nor data was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Diabetes mellitus is a known cause of loss of consciousness. Furthermore, it was reported that the patient based treatment off of cgm values and calibration was not performed correctly. The dexcom g4® platinum continuous glucose monitoring system user's guide states: do not use the dexcom g4 platinum system for treatment decisions, such as how much insulin you should take. The dexcom g4 platinum system does not replace a blood glucose meter. Always use the values from your blood glucose meter for treatment decisions. Blood glucose values may differ from sensor glucose readings. Using the sensor glucose readings for treatment decisions could lead to low or high blood glucose value. Additionally, the user's guide states: when your receiver screen is showing the rising single arrow or double arrow. Also, do not calibrate when your receiver screen is showing the falling single arrow or double arrow. Calibrating during significant rise or fall of blood glucose may affect accuracy of sensor glucose readings. Do not calibrate if the glucose reading error symbol shows in the status area. Do not calibrate if the out of range symbol shows in the status area.

Event description:
Patient contacted dexcom technical support on 08/10/2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2015. Patient was out at dinner with a friend and treated herself based off cgm values. After a few minutes sitting at the table, the patient blacked out/fainted. Calibration was not performed correctly. Patient was unable to recall further details due to the event happening in march. No additional event information was provided.